Manufacturer narrative:
The devices will not be returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.

Event description:
A report was received that a patient's precision was explanted due to infection. The patient was prescribed antibiotics and was reportedly doing well following the procedure.